Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
Consumer indicated, she used a tampon and the tampon came apart into pieces upon removal. She was able to remove the remaining pieces herself.